Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68 year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The support was ongoing for the patient awaiting possible transplant. During the support there was a cerebral vascular accident and the patient was unable to move the left side. The patient was having seizures and having CT imaging. The belief/presumption was the embolic stroke occurred.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The product was not returned for review. The cause of the stroke was not determined due to insufficient clinical details and unknown relation to impella.